Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 75-150mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened the 3rd week of (B)(6) 2015. Customer performed back to back blood test, 259mg/dl and 247mg/dl fasting. Reviewed meter memory.. Customer was only able to make out the last 4 digits of the serial number: (B)(4), but the customer did confirm the meter was a trueresult meter. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 75-150mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 259mg/dl and 247mg/dl fasting. Reviewed meter memory: (B)(6). Customer was only able to make out the last 4 digits of the serial number: (B)(4), but the customer did confirm the meter was a trueresult meter. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.